Event description:
During a da vinci si prostatectomy procedure, the user facility reportedly identified a monopolar curved scissors instrument that was broken on its distal end between the isolator part and the jaw. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed the alleged complaint. The tube extension was dislodged from the main tube. The entire tube extension wall was circumferentially broken at the base of the axial keys. As a result, the tube extension can be rotated 360 degrees. No pieces were missing. Electrical continuity passed. Additional observations found during investigations were pulley and main tube damages. There were scratches on the distal pulley. There was a micro crack found on the distal end of the main tube. The distal end of the main tube had various scratch marks showing light material removal and a rough surface finish. Scratches were short in length and not axially aligned with the tube. Evidence not conclusive, but the tube extension and main tube damages may be due to mishandling.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.